Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window. Insulin pump received with cracked case display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that he received a button error alarm and that the buttons on the insulin pump became unresponsive. The button error alarm could not be cleared. The blood glucose reading was 145 mg/dl. He stated that the insulin pump may have been exposed to moisture while working out. Nothing further was reported.